Event description:
Additional information received reported that the impedance was greater than 2000 for the 3 positive and 0 negative electrodes. The patient was ¿feeling too much¿ with the programmed settings that was done in (B)(6) 2012. The previous reported [there was never therapeutic effect] was corrected to the patient was having loss of efficacy since (B)(6) 2012. The patient looked perfectly good until she moves and her tremor was extremely violent. It was noted that the electricity seemed ¿like it lingers once it¿s on, and once it¿s off it lingers.¿ the patient felt like she was touching her finger to an electric fence.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported there was never therapeutic effect. Last programming session had been done in may. The patient felt fine for the first two months and then the tremor returned. Patient essential tremor returned only with movement. It was reported the programming in may was a dramatic change, no records were kept on file to what those changes were. Impedance measurements were normal at the time of the report. Patient was reprogrammed and therapy impedances were greater than 2,000 ohms. Additional information has been requested, but was not available as of the date of this report.

Event description:
Follow up from the health care provider reported, the cause of the event was unknown. It was noted all impedances were normal but the patient had complained of "electrical fence" type feeling. It was noted with reprogramming it was a transient "electrical fence" feeling and tremor decreased. The patient did not require hospitalization due to the event.

Manufacturer narrative:
Concomitant medical products: product ID 7482a51, serial# (B)(4), implanted: (B)(6) 2008. Product type: extension: product ID 7438, serial# (B)(4), implanted: (B)(6) 2007. Product type: programmer, patient: product ID 3389s-40, lot# v145262, implanted: (B)(6) 2008. Product type: lead. (B)(4).